Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Performance testing confirmed the reported charging issue. The investigation determined that the device failure was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was unable to fully charge its battery. There was no patient injury reported as a result of this incident.